Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 232 mg/dl at the time of the incident. The customer was over 600 mg/dl at the time of admission and the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as abdominal pain and nausea. The customer was wearing the insulin pump during the incident. The customer stated the pump did not alarm with a no delivery alarm, but the infusion set cannula was found bent. The customer also added that the pump was losing time every few months. Troubleshooting was not completed as the customer declined, and requested pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Insulin pump programmed with the current time and date and monitored for several days. The time and date is functioning properly. The insulin flow blocked alarm functioning properly.